Manufacturer narrative:
Investigation summary: a device history report was conducted for lot number 8141305, and no related abnormalities were found. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects being noted during final assembly or visual inspections. Additionally, a sample was received for the purpose of our investigation. Our investigators noted a small crack was found during leakage testing that was located on the adapter. The returned product's swage dimensions were measured by our team and found to be within product specifications. However according to previous investigations, through a variance in the autoline's swage pressure it is possible for the machine to apply excess force to the device during assembly, allowing for the resulting crack to form in the device. Currently, we are conducting a long term study to determine the root cause for this event, but we are addressing the issue through the implementation of manual inspection s for cracks in the adapter head, and we are further optimizing our swaging process by reducing depth requirements. Investigation conclusion: during investigation, we found the swage depth out of spec and it led to the crack of adaptor. Meanwhile, the visual inspector pay less attention on this failed to sort it out, the cracked product send to our customer. The plant has taken actions to improve and this lot was produced before actions been taken. The plant will keep monitor this sort of failure and effective of actions. Root cause description: the swage depth out of spec and it led to the crack of adaptor.

Event description:
It was reported that leakage occurred with a intima-ii y 18gax1.16in prn ec slm npvc. The following information was provided by the initial reporter, "it was found blood leakage at adaptor during puncture, a crack was found on the adaptor."